Manufacturer narrative:
(B)(4). Concomitant medical devices: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pla320400/20668765, UDI: (B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2020, review of follow-up imaging determined what appears to be a component separation between the distal aortic extender component and the main body of the trunk ipsilateral leg component. The overlap zone of the devices appeared to be appropriate. Additional treatment is required on a date not yet specified.

Manufacturer narrative:
G5: additional/corrected information. H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.